Manufacturer narrative:
Findings: button error alarm and no esc and act button response due to corroded keypad traces. No verify for reset anomaly and unable to perform a21 test due to no esc button response. Moisture damage was found on electronic and motor assembly. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 210 mg/dl. The customer stated that there might have been some moisture exposure, via sweat and water squirting at him but the pump was never submerged. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 210 mg/dl. The customer stated that none of the keys are working. Customer stated there may have been some moisture exposure via sweating and squirting of water at him but the pump was never submerged. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.